Manufacturer narrative:
A4. Weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
74-year-old male with history of smoking and hypertension, was referred by primary care for chest pain, shortness of breath, and atrial fibrillation, with worsening symptoms. Angiogram revealed severe multivessel disease and ejection fraction 17%. Physician decided to attempt percutaneuous coronary intervention with support of impella cp targeting the left anterior descending coronary artery. After impella placement, the patient became hypotensive requiring vasopressors and a temporary pacemaker. During procedure, the impella became malpositioned which required removal and repositioning. Patient was successfully weaned and impella removed with no complications after 24 hours. While hypotension may have been caused by the underlying disease, the need for device repositioning will have at least contributed and will thus be coded to the impella cp.

Manufacturer narrative:
D4: corrected UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Hypotension, hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Bradycardia: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "a device from this time frame would no longer be available fo return."